Manufacturer narrative:
The integrated electrical surgical unit (iesu) was analyzed, and the reported failure could not be reproduced. The unit energized and cauterized, and all ports recognized instruments. Multiple c-00 errors were in error logs. As a safety precaution, the unit would be returned to the original equipment manufacturer (OEM) for further investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received the iesu for the failure analysis; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called the technical service engineer (tse) and stated that there were c-34 errors on the generator. The customer stated that the error was showing in both monopolar and bipolar energy activation. The tse viewed system logs and confirmed the c-34 errors pointing to a "hf voltage too low in the on state". The tse recommended that the customer power cycle the integrated electrosurgical unit (iesu) only. The customer attempted this, but the errors immediately returned. The tse then had the customer power down the generator and unplug the power cord for approximately 5 seconds. The customer performed this, but the issue remained. The customer also stated that the surgeon had bipolar energy and monopolar cut but coag was not working at all. The customer further stated that along with the c-34 errors, they also had c-00 and c-37 errors. The customer tried another monopolar instrument (permanent cautery hook) and instrument energy cable, but the issue remained. The tse walked the customer through a system power cycle and once the da vinci powered back on, the tse recommended to power the iesu back on. C-34 errors returned. The customer used the third-party generator to continue with the procedure. The procedure was completing as planned with no reported injury.